Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, upon removal of the sensor pod, the sensor wire was not present. Patient stated that the sensor wire appeared to still be inside the applicator barrel with the introducer needle. At the time of contact, the patient did not report any injury or medical intervention.